Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient (B)(6) experienced an adverse event ae ¿ increased infection parameters. Amds 40-40, lot# c2458837a procedure date: (B)(6) 2020 adverse event ae#9 - increased infection parameters date of amds implant ¿ (B)(6) 2020 event onset date ¿ 04jul2020 is the event ongoing? No event end date ¿ (B)(6) 2020 was this event expected? No. Describe event: increase in infection parameters, therapy with tazobac relation to amds device ¿ possibly relation to amds implant procedure ¿ possibly did a pre-existing condition or the acute disease cause or contribute to the event? No. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? No. Did the subject exit the study? No event outcome: resolved was there any treatment for the event? Yes. Treatment related to the event #9 ¿ event: other ¿ event onset date 04jul2020 identify the type of treatment: medical was dialysis done? No is amds removed? No. This event is relegated to amds 40-40, lot# c2458837a for increased infection parameters. Multiple attempts for additional information have gone unmet. No additional information forthcoming. The manufacturing records for amds 40-40, lot# c2458837a were reviewed by quality assurance/quality control (qa/qc) and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A clinical researcher and medical director reviewed the available information. Patient is a 56-year-old male who had an amds40-40 (lot #: c2458837a) implanted on (B)(6) 2020. Adverse event # 9 reports a miscellaneous event describes as ¿increase in infection parameters, therapy with tazobac¿ with an onset date of 04jul2020 and an end date of 18jul2020. The event was deemed ¿possibly¿ related to the amds device and ¿possibly¿ related to the implant procedure. No pre-existing condition or acute disease that may have caused or contributed to the event was identified and the event did not lead to a serious adverse event. Medical treatment was provided, and the event outcome was documented as resolved. The patient did not exit the study because of this event. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Any alleged infection is unlikely related to the device, because amds undergoes a validated terminal sterilization step during manufacturing. Of note ¿infection (e.g. Local, systemic, prosthesis) or fever¿ are listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. A review of the information was performed by risk. This complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks.¿ no updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. A complaint and recall query was performed for amds 40-40, lot# c2458837a to identify previously reported complaints or recalls associated with this lot number. Four complaints were returned for this lot number. Two complaints are related to this event of increased infection parameters. No recalls were identified for this lot number. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
Please note the hde number for this device - h230007. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
This event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient experienced an adverse event ae. Amds 40-40, lot# c2458837a, procedure date: (B)(6) 2020, adverse event ae#9. Increased infection parameters date of amds implant ¿ (B)(6) 2020, event onset date ¿ 04jul2020, is the event ongoing? No, event end date ¿ 18jul2020, was this event expected? No. Describe event: increase in infection parameters, therapy with tazobac relation to amds device ¿ possibly, relation to amds implant procedure ¿ possibly, did a pre-existing condition or the acute disease cause or contribute to the event? No. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? No. Did the subject exit the study? No, event outcome: resolved, was there any treatment for the event? Yes. Treatment related to the event #9 ¿ event: other ¿ event onset date 04jul2020, identify the type of treatment: medical, was dialysis done? No, is amds removed? No. This event is relegated to amds 40-40, lot# c2458837a for increased infection parameters.